Event description:
It was reported, that the ventilator generated a technical error code indicating an internal memory error. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to technical error indicating an internal memory error. Identification of issue has been done by analyzing problem description, device¿s logs, attached photos and video. The issue has been solved by replacing control printed circuit board and the device was delivered to the user in working condition. Defective part has not been returned for further evaluation.